Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Kühn, a. L., rodrigues, k. D. M., wakhloo, a. K., & puri, a. S. (2018). Endovascular techniques for achievement of better flow diverter wall apposition. Interventional neuroradiology, 25(3), 344¿347. Doi: 10.1177/1591019918815294. Medtronic literature review found reports of pipeline "malposition". The purpose of this article was to describe endovascular techniques for device manipulation to allow to achievement of good wall apposition after device malapposition intraprocedurally. The article states that 38 instances of pipeline "malapposition" were identified. To achieve good wall apposition: - 27 cases used balloon angioplasty - 9 cases had additional stents placed - 2 cases had a second pipeline device placed.